Event description:
It was reported, the device was observed to be in back up mode. Technical support was contacted and the back up mode was confirmed. No intervention has been performed. The patient was stable and will continue being monitored.